Event description:
It was reported that pump unexpectedly displayed reset screen while in use, but customer was able to turn pump back on without plugging into power and had not experienced this issue previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that pump reset was part of internal safety check, received education about effects of pump reset on insulin tracking, bolus limits, glucose sensor sessions, and cartridges, acknowledged this information, and successfully resumed insulin delivery with no further issues reported.